Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy live donor, the stapler was unable to fire. It was discarded and an identical device was opened and was used successfully to complete the case. There was no patient injury.